Manufacturer narrative:
The embolization coil was detached inside the lantern and the proximal constraint sphere was intact with the embolization coil. There were offset coil winds along the embolization coil¿s length. Evaluation of the returned ruby coil revealed it was detached and stuck within the lantern¿s lumen. The embolization coil had offset coil winds along its length. These offset coil winds likely contributed to the ruby coil becoming stuck within the lantern. The offset coil winds were likely a result of advancing the ruby coil against resistance. This initial resistance may have been caused by the distal tip ovalization on the lantern. The ruby coil pusher assembly was not returned for evaluation and the lantern could not be functionally tested due to the detached ruby coil in its lumen, therefore, the root cause of these failures could not be determined. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01504.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while the physician was attempting to advance a ruby coil through the lantern, the coil became stuck. The physician did not notice resistance until the coil was completely stuck and then attempted to retract the coil. However, while the coil was being retracted, it unintentionally detached within the lantern. Therefore, the lantern containing the detached coil was removed. Due to the radiation time, the physician decided to end the procedure and bring the patient back in six weeks to perform another embolization procedure. There was no noted damage to the lantern after removal. Additionally, there was no report of an adverse effect to the patient.